Manufacturer narrative:
Plant investigation: the reported symptom code (dl drain line is blocked) was not confirmed. The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. The valve actuation test passed. The system air leak test passed. The simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient requested technical support after the cycler screen was blank at step 3 of setup. Patient also stated encountered a drain line is blocked message. The patient was advised to discontinue use of the cycler and a replacement cycler was arranged. Additional information was solicited.